Event description:
A medtronic representative reported they were 1 cm inaccurate in the anterior/posterior direction during navigation. This was during a spinal fusion case using the o-arm and s7. Inaccuracy was noticed partway through navigation. They were navigating the ball tipped passive planar. The surgeon's pa said he bumped the reference frame on the perc pin. They also did decompression before placing the screws. They did not respin the patient. They proceeded with the case noting the inaccuracy. No negative impact to the patient was reported.

Manufacturer narrative:
Based on the event description, it was noted that patient anatomy to frame was bumped by a pa which led to the inaccuracy. Therefore, operator technique caused the reported event and the software behaved as designed.